Event description:
A "Replace Sensor" error message was reported with the Abbott Diabetes Care (ADC) device and customer was unable to obtain readings. The customer experienced seizure, sweating, and was unable to self-treat. The customer was provided with ice-cream by a non-healthcare professional as treatment. Subsequently, a healthcare professional treated the customer with Oxygen, oral glucose, and unspecified antibiotics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.